Event description:
It was initially reported that the personal alarm model 8202l would not stop alarming, no consequences or impact to pt reported. Inspection by posey of the alarm unit shows that the red wire on the battery connector is broken causing an intermittent alarm.

Manufacturer narrative:
Eval results (other): inspection of the alarm shows that the red wire on the battery connector is damaged causing the alarm to sound intermittently. Conclusions: no conclusion can be determined.